Manufacturer narrative:
This report is submitted on september 10, 2019, by cochlear ltd.

Event description:
Per the clinic, the recipient experienced edema/overgrowth pain of the skin around his abutment. The physician prescribed oral an topical antibiotics.